Event description:
Reporter indicated a vns therapy pt presented with high lead impedance on a system diagnostic test. The last good known diagnostics were performed on (B) (6) 2008. The pt reported having a seizure in which the pt fell out of the bed, but no other reported trauma. The pt underwent vns therapy replacement surgery. The explanted products have been returned to the manufacturer and are pending product analysis. Good faith attempts to obtain additional info have been unsuccessful to date.